Manufacturer narrative:
Device evaluation: a review of the device noted one opening assessed as unidentified tear. The shell thickness was within specification. Additional observation noted a crease fold.

Event description:
Healthcare professional reported a right side "rupture" of a saline device. Healthcare professional additionally reported "any creases". The device has been explanted.

Event description:
Device was explanted.

Event description:
Healthcare professional reported a right side "rupture" of a saline device. Healthcare professional additionally reported "any creases". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03/12/2024.

Event description:
Healthcare professional reported a right side "rupture" of a saline device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture" of a saline device.